Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective reference block, tube line, and reference electrode packing. The fse replaced the reference block, tube line, and reference electrode packing which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrolyte) patient results with low anion gaps on their au5800-20, chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide data for review.